Event description:
During shift check, the autopulse platform (sn (B)(4) will not power on with fully charged autopulse batteries, and it was experiencing an increase number of displayed unknown user advisories error messages. The batteries statuses leds displayed 4 solid green lights. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.